Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The battery cap contact was corroded. We were unable to verify for off no power alarm, pump reset and unable to perform during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test, and current test due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump went blank. The customer cleaned the connectors with a pencil eraser and was able to get the insulin pump to work. The customer inserted several batteries that day. The insulin pump would reset and the screen would go blank. The customer was unable to confirm the alarms because the insulin pump was not working at the time of call. Customer's blood glucose level was 14.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.